Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Device analysis confirmed the customer complaint through automated functional testing and manual bench testing. Hybrid analysis could not confirm any performance anomalies with either the atrial or ventricular sense or lead impedance functions.

Manufacturer narrative:
Concomitant medical products: 0174 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) triggered a lead integrity alert (lia) due to electromagnetic interference. Troubleshooting and diagnostic steps were performed and the crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.